Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that alerts were generated for right ventricular (rv) pacing lead impedance greater than 3000 ohms and an automatic lead safety switch (lss) from bipolar to unipolar. Daily measurements were not available at time of transmission. Presenting electrogram (egm) showed appropriate function, and no evidence of noise. Lead assessment with a programmer was recommended. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that alerts were generated for right ventricular (rv) pacing lead impedance greater than 3000 ohms and an automatic lead safety switch (lss) from bipolar to unipolar. Daily measurements were not available at time of transmission. Presenting electrogram (egm) showed appropriate function, and no evidence of noise. Lead assessment with a programmer was recommended. The system remains in service and no adverse patient effects were reported. It was reported that another alert had been generated for the previously documented out of range rv pacing impedance measurements. Therefore, the patient was brought into the clinic for testing. A normal pacing impedance measurement of 481 ohms. However, elevated threshold measurements and failure to capture were observed. The rv lead polarities remain the same with pacing in unipolar mode and sensing in bipolar mode. No adverse patient effects were reported. The system remains in service and no adverse patient effects were reported. The patient will continue to be monitored.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that alerts were generated for right ventricular (rv) pacing lead impedance greater than 3000 ohms and an automatic lead safety switch (lss) from bipolar to unipolar. Daily measurements were not available at time of transmission. Presenting electrogram (egm) showed appropriate function, and no evidence of noise. Lead assessment with a programmer was recommended. The system remains in service and no adverse patient effects were reported.